Event description:
It was reported that patient was experiencing withdrawal symptoms following a fall. The patient reported that left leg from the knee down was similar to "foot drop." The drugs used in the pump at the time of the event were fentanyl and bupivicaine. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).